Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the drainage catheter sheath separated from the hub 2 days post placement. It was also noted the sheath appeared to be twisted where it was connected to the hub. As a result, the drainage catheter was removed and replaced with another one.